Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with mentor memorygel boost breast implant 390cc gel breast prostheses developed capsular contracture in both breasts post implantation. The patient¿s breasts were hot and inflamed and warm to the touch. The patient was later diagnosed with bilateral baker grade IV capsular contracture by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with motiva breast implants on (B)(6) 2025. The patient reported that they were ¿flat¿ when they were taken out. This medwatch report is for the patient¿s left breast prosthesis.